Event description:
During a percutaneous coronary intervention a balloon leakage was noted during negative prepping. Blood came back while prepping the balloon.

Manufacturer narrative:
This product is available for eval but has not yet been received. Add'l info will be submitted within thirty days upon receipt.